Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician pre-dilated the lesion in a <30 degree bend of the left anterior descending with a 2.5 x 20 mm maverick balloon. The physician the deployed a taxus express2 2.5 x 24 mm drug eluting stent at 16 atms for 20 seconds twice. Upon withdrawal, the physician noticed that the balloon was sticking to the stent. The physician then re-inflated the balloon 3 times at 8 atms for each inflation. The physician was able to free the balloon by tugging on the catheter. It was reported that there were no pt complications.